Event description:
It was reported, the device exhibited an internal clock battery. And error code 1720. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted the rear housing top corner was cracked and missing battery door. Functional testing confirmed the complaint when messages service due and error code 1720 were shown on the pump display. The root cause was the clock battery date due, and back-up-capacitor had a broken wire. It was unknown what caused the faults. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced clock battery and back-up-capacitor. Device passed all functional and delivery tests.